Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision femoral component due to femoral condole collapse; (B)(6) 2018. Patient underwent primary tkr on (B)(6) 2018 where an lcs was implanted - (dr (B)(6)). Patient has presented with a painful knee which appears to be in gross valgus. X rays indicate collapse of the lateral femoral condyle and the femoral component now sitting in gross valgus. Tibial component appears well fixed. The femoral component was removed and a stemmed modular lcs component with a lateral augment was stable and functioning well on the table. Female patient (B)(6).